Event description:
It was reported that revisoin surgery was performed due to a femoral fracture and pain. Patient was subsequently implanted with a total hip system.

Manufacturer narrative:
This event was also reported by the patient to FDA under medwatch reference (B)(4).